Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse that the patient has experienced dizziness and syncope. It was reported that the implantable pulse generator (ipg) was not working. It was also reported that when the patient passed out a transmission was sent from ipg but did not show the event. It was also reported that there were varying gaps in time of when pacing was delivered and pacing would "spike-up". The ipg remains in use. No further patient complications have been reported as a result of this event.